Event description:
A replacement component order was received from the surgeon below indicating that revision surgery is planned for this patient. Ordered date, description, catalog number, serial #, hospital legal name, and surgeon. On (B)(6) 2024 itotal identity cr tibial insert + trial, ipoly xe, medial, 6mm, right rcr-020-0600-020104 a547737 (B)(6). On (B)(6) 2024 itotal identity cr tibial insert + trial, ipoly xe, medial, 7mm, right rcr-020-0700-020104 a547737 (B)(6). On (B)(6) 2024 itotal identity cr tibial insert + trial, ipoly xe, medial, 8mm, right rcr-020-0800-020104 a547737 (B)(6). On (B)(6) 2024 itotal identity cr tibial insert + trial, ipoly xe, lateral, a, right rcr-020-000a-020104 a547737 (B)(6). On (B)(6) 2024 itotal identity cr tibial insert + trial, ipoly xe, lateral, b, right rcr-020-000b-020104 a547737 (B)(6). (B)(6) 2024 itotal identity cr tibial insert + trial, ipoly xe, lateral, c, right rcr-020-000c-020104 a547737 (B)(6). The original surgery date was (B)(6) 2024. The new surgery date is (B)(6) 2024.

Manufacturer narrative:
B3: date of event - the exact event onset date is unknown. The provided event date of 23 sept 2016 was chosen as the best estimate based on the admission date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration, device manufacture dates, and unique identifier (UDI) # are unknown. Device evaluation: under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU).